Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing including leakage tests without duplicating the report. The power cables and ECG cables were reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.